Event description:
Additional information: information received from the patient's follow up healh care provider reported there was no infection to report.

Event description:
It was reported that for the past 3 months, the patient had been having nausea, abdominal pain as well as urinary tract infections (utis). The reporter indicated that the patient had met with her healthcare provider (hcp) for a CT scan of the stomach. The patient had additionally had a colonoscopy and some blood work done. However, nothing had been discovered. The reporter stated that the patient was on napacin which had been known to sometimes cause the lining of the stomach to be irritated. It was noted that the patient had not tried turning stimulation off to see if that assisted with the nausea. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v942571, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).